Event description:
A pt was treated with the visica system for a fibroadenoma approximately 1.2 cm in size. The procedure was started and the first freeze cycle was completed, followed by the thaw cycle. The physician injected saline between the skin and the iceball. When the second freeze cycle began, the nurse/technician observed a circular area of redness and slight dimpling of the skin, indicating that the skin might be freezing. The freeze cycle was stopped immediately and was not resumed. Pressure was applied to the treatment site per standard procedure. The pt was discharged. Pt was not instructed to treat affected skin. The pt was told to call the office if pt had any problems or observations. As of 8/04, the pt had not contacted the office. Pt is scheduled to return for a follow up in 09/04.